Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she was not receiving insulin due to bent cannula at the infusion site which led to high blood glucose level of 643mg/dl. Prior to hospitalization, she took boluses while attempting to correct the high blood glucose. She was taken to the emergency room as she was suffering from diabetic ketoacidosis and stayed there for 4 hours and was subsequently hospitalized. Reportedly, her ketone level was high, and the health care professional identified them as dangerous/ life threatening. She had some laboratory investigations done and was treated with IV fluids and insulin which resolved the issue. She was hospitalized for two days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.